Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc obtained additional information. The device used in the procedure was not thunderbeat but a competitor's device. Therefore omsc retracts this MDR.

Manufacturer narrative:
Since the subject device in this report was not returned to olympus medical systems corp. (Omsc), omsc could not evaluate the reference device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2018, the subject device was used during a gastric bypass. After one or two days of the procedure, the small intestine perforation of the patient was found. Re-operation was performed. The condition of the patient became better. No malfunction of the subject device was reported.